Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was provided for review. A review of the instrument log for the maryland bipolar forceps instrument (part# 471172-16/lot# k12210726 0391) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sk3219. The instrument had 10 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: it was alleged that the instrument had conductor wire damage during a procedure, with no evidence or claim of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .

Event description:
It was reported that after a da vinci-assisted pulmonary wedge resection surgical procedure, the black sheath on the maryland bipolar forceps instrument was found defective. Per subsequent follow-up, the reporter clarified that the issue was identified while instrument was in central instrument reprocessing. Due to alleged issue, instrument processing was not carried out. The procedure was completed with no reported injury. No additional information was provided.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) has received the maryland bipolar forceps (mbf) instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint of "black sheathing defective". For clarification, the mbf instrument was found with damaged insulation to the conductor wire near the distal idler pulley. Material appeared to be lifted off, exposing the bare wire; however no material appeared to be missing. The electrical continuity test still passed. There was no thermal damage observed. The root cause is attributed to a component failure.